Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (c-34) was confirmed and reproduced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c34 error and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. A follow-up MDR will be submitted if the erbe is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer directly called the field service engineer (fse) and reported that the erbe generator did not work, and they had error codes c-34 and c-00. All cables and instruments were replaced, and the system was restarted, but nothing helped. The erbe generator needed to be replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) had additional information from the clinical sales representative (csr) and obtained the following additional information: the csr reported that the erbe generator stopped working during the surgery. The customer didn¿t call tech support, they called field service engineer (fse) directly due to language barrier. The monopolar curved scissors did not work. There was a delay of less than half hour. The procedure was completed robotically.